Event description:
The customer reported a mp5 with speaker malfunction. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported a mp5 with speaker malfunction. No pt harm was reported. Philips has not yet determined if there was any loss in audible functions. The product labeling (IFU user reference guide (B)(4)) adequately warns users not to rely solely on audible alarming and also warns that "if the monitor is mechanically damaged, or if it is not working properly, do not use it for any monitoring procedure on a pt. Contact your service personnel." This includes a check of all functions, external cables, plug-ins and accessories of the instrument that are needed for monitoring a pt. It needs to be ensured that the instrument is in good working order. A non-correct functional loudspeaker would exclude the device from being used in monitoring pts and would not cause a safety risk. There is furthermore no allegation or indication that the reported failure mode involved an adverse pt incident, or that this failure mode has led to such an incident in the past. Although we consider that there was minimal delay/interruption of pt care and that pt care was prioritized per hospital protocols, we will report this issue in abundant caution as we cannot completely exclude the possibility of a health risk. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.